Manufacturer narrative:
(B)(4). Complaint is not confirmed. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown tibia, item # unknown, lot # unknown. Unknown femoral, item # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04177, 0001822565-2019-04178.

Event description:
It was reported the patient underwent a left tka at an unknown date. Subsequently, the patient has been revised for unknown reasons. No additional patient consequences were reported. Attempts have been made and no further information has been provided.